Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed using an in-lab minicap connected to the dark blue female connector and a leak was observed between the female connector and the minicap. The cause of the leak was the damage on the female connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine at the connection of the female connector and the minicap; further described as ¿iodine will slowly flow out of the transfer set covered by mini cap." This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.